Manufacturer narrative:
Product event summary: at analysis, it was noted that the red display wire was compromised. The unit was cleaned and inspected, the liquid crystal display replaced and it was then tested and calibrated on the automated test system and passed. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Event description:
The external pulse generator was returned for preventive maintenance and subsequently, tested out of specification during manufacturer's analysis. There was no patient involvement.